Event description:
It was reported that this system gave an inappropriate shock. The subcutaneous implantable cardioverter defibrillator system was abandoned and a trans-venous system was implanted. There were no additional adverse patient effects.